Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter, (B)(6) that the customer had changed her infusion set this morning and noticed the hard plastic around where the reservoir goes was cracking and flaking. The reservoir does seem to be going in properly at this time. Customer's blood glucose level was 585 mg/dl. Customer treated with a bolus. Customer stated that the pump is still working fine but she is going to keep on the pump to bring the sugar down. Customer has cracking around the reservoir area. Insulin pump will need to be replaced. No additional information provided.